Event description:
Including this sample patient we have had approximately 9 instances since the last 3 months of wound dressings (sacrum, coccyx, foot, buttock, back, etc.) Having caused skin irritation/pain upon removal, silicone staying on sheets of dressing backing when removed, no silicone left of dressing surface, and dressings not sticking (despite use of skin prep to aid in adhesion). For this sample patient, when removing the sacrum dressing it was very uncomfortable to remove; silicone from the dressing stayed adhered to patient's skin. Rn tried warm soap & water adhesive remover, scrubbing - nothing would not remove silicone (leaving on patient's skin). Manufacturer response for wound dressing, allevyn dressing (per site reporter). Representative has been actively involved in assisting the wound care rn & staff in remedies including suggesting a skin prep and sending samples of other dressings. Smith&nephew opened their review process/complaint and have been corresponding with this hospital for additional information.